Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that sensor cannula fractured while in the body. The customer¿s blood glucose level unknown at the time of the incident. Customer reports the sensor was no longer in the body. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Sensor will be returned for analysis.